Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Device was not returned; therefore, a conclusive root cause could not be determined.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent an unknown hip procedure on a unknown date with competitor products. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons. During the revision, the femoral component was implanted using the wrong mark, as the marking was difficult to see. It was further reported that a manual reset was performed to achieve the correct offset. The same implant was used to finished the procedure.